Manufacturer narrative:
Initial and final MDR (B)(4)- device 6 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set damaged event on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024. The damage was in the tubing. The tubing was kinked and infusion set was in use for 2-12 hours.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.